Manufacturer narrative:
Structural valve deterioration (svd) refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and degeneration. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention.   In this case, the valve was reported to be degenerated due to severe stenosis and leaflet calcification. A sapien 3 valve was implanted.   A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.   In this case, the event is likely related to the patient¿s medical history (chronic renal failure, and diabetes) are known risk factors that could have contributed to the event.   Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by field clinical specialist (fcs), five years and three months post implant of the 23mm sapien xt, a sapien 3 ultra valve was implanted due to symptomatic stenosis. There was calcification reported of the sapien xt leaflets. The valve in valve procedure was successful, and the patient was stable.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.